Event description:
According to the reporter during treatment, around eight months after the catheter was implanted, the catheter was found with a hole on the inside of the abdomen, which not caused by external factors. There was a leak, and there were no other damages found on the product where the leak was observed. There were no other products being utilized with the device, and no excessive force was used. Ointments were not used at the exit site; compresses were the wound dressing being utilized, which did not include any cleaning agents or antimicrobial properties. The patient was responsible for the maintenance of the catheter by changing the dressing regularly. There were no cleaning agents or antibiotics that the patient used themselves on the catheters. It was also stated that the hole was in the subcutaneous area of the catheter and could not be repaired. As a result, the patient had to undergo surgery and was admitted ed for an inpatient stay from (B)(6)2024 to (B)(6)2024 (eight days). The catheter was explanted, and a new catheter with a different lot and product ID was inserted on the same day. Since the patient was unable to start peritoneal dialysis immediately, a tunneled atrial catheter was also inserted. Hemodialysis was temporarily carried out until the wound had healed. Due to the event, the patient experienced fluid retention along the catheter tunnel during peritoneal dialysis. There was no blood loss.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: b2, b5, e1 (region), e4 (email), g2 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted large tissue growth towards the proximal end of the cuff, though no abnormalities were observed during the first inspection. Functionally, the catheter was flushed and clamped, and a pinhole leak appeared towards the distal end of the cuff. It was reported that the catheter shaft had a hole and leak. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during treatment, around eight months after the catheter was implanted, the catheter was found with a hole on the inside of the abdomen, which was not caused by external factors. There was a leak, and there were no other damages found on the product where the leak was observed. There were no other products being utilized with the device, and no excessive force was used. Ointments were not used at the exit site; compresses were the wound dressing being utilized, which did not include any cleaning agents or antimicrobial properties. The patient was responsible for the maintenance of the catheter by changing the dressing regularly. There were no cleaning agents or antibiotics that the patient used themselves on the catheters. It was also stated that the hole was in the subcutaneous area of the catheter and could not be repaired. As a result, the patient had to undergo surgery and was admitted for an inpatient stay from (B)(6)2024 (eight days). The catheter was explanted, and a new catheter with a different lot and product ID was inserted on the same day. Since the patient was unable to start peritoneal dialysis immediately, a tunneled atrial catheter was also inserted. Hemodialysis was temporarily carried out until the wound had healed. Due to the event, the patient experienced fluid retention along the catheter tunnel during peritoneal dialysis. There was no blood loss.